Manufacturer narrative:
The lead is expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead complained of chest pain five days post-implant. An x-ray was performed, which found the lead had not dislodged. The pacing impedance measurements were high and out-of-range. Also, the pacing threshold measurements had increased. A lead revision was performed. However, the helix was difficult to retract, and then once retracted, could not be extended again. The lead was explanted and replaced with a new lead of the same model. It was reported that the patient's chest pain resolved when the lead was repositioned; the physician believed a perforation had occurred, but this was not confirmed via an echocardiogram. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.